Event description:
This unsolicited case from united states was received on 06-dec-2017 from patient. This case concerns (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had swelling in his knees, drained about 30cc from left knee and 20cc from right knee/ right knee a second time of about 30cc, had pain in his knees, pain in his hips, was fatigued and exhausted, generally sick/not feeling well, elevated wbc's, pain in his legs, feet and muscle cramping in his knee, legs, hips, feet. Also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. Patient reported receiving synvisc-one 6 times previously and never had any problems and typically recovered after 2 days. On (B)(6)-2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis. On an unknown date in (B)(6)-2017, after unknown latency, the day after receiving injection in both knees, patient had "swelling and muscle cramping and pain in his knees, legs, hips, feet." Patient also reported feeling "generally sick, fatigued and exhausted." And now patient was "anxious and concerned." Patient reported that the day after the injections when he experienced these reactions he saw the hcp (health care professional) who advised rest, ice and elevation of legs and also drained about 30cc from left knee and 20cc from right knee. The following week he still had swelling and pain and was not feeling well and hcp drained right knee a second time of about 30cc. Hcp also prescribed 15 days course of prednisone. Patient reported that hcp informed him that cultures sent after knees drained showed elevated wbc's (white blood cells) but no infection. Patient reported current reaction after injection was "so much more pronounced." Referred to hcp for continued follow up and advised he might be contacted by us if further information needed. Patient mentioned he would see hcp tomorrow. Patient had a reaction this time, but did not realize it might be due to the affected lot. He initially thought it might be due to repeated injections corrective treatment: prednisone and ice and elevation of legs for swelling in his knees and pain in his knees; prednisone for drained about 30cc from left knee and 20cc from right knee/right knee a second time of about 30cc; not reported for rest events outcome: not recovered for pain in his knees and swelling in his knees, device malfunction; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for swelling in his knees, drained about 30cc from left knee and 20cc from right knee/right knee a second time of about 30cc, pain in his knees, device malfunction additional information was received on 06-dec-2017 and 02-jan-2018 (both information processed together with clock stat date of 06-dec-2017). Event of device malfunction was added. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 06-dec-2017: this case concern a male patient who received bilateral synvisc one injections from the recalled lot and had swelling, pain, effusion in his knees. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient this case concerns (B)(6) male patient who received treatment with synvisc one and later after unknown latency had swelling in his knees, drained about 30cc from left knee and 20cc from right knee/ right knee a second time of about 30cc, had pain in his knees, pain in his hips, was fatigued and exhausted, generally sick/not feeling well, elevated wbc's, pain in his legs, feet and muscle cramping in his knee, legs, hips, feet. No medical history, concomitant medication or concurrent condition was provided. Patient reported receiving synvisc-one 6 times previously and never had any problems and typically recovered after 2 days. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis. On an unknown date in (B)(6) 2017, after unknown latency, the day after receiving injection in both knees, patient had "swelling and muscle cramping and pain in his knees, legs, hips, feet." Patient also reported feeling "generally sick, fatigued and exhausted." And now patient was "anxious and concerned." Patient reported that the day after the injections when he experienced these reactions he saw the hcp (health care professional) who advised rest, ice and elevation of legs and also drained about 30cc from left knee and 20cc from right knee. The following week he still had swelling and pain and was not feeling well and hcp drained right knee a second time of about 30cc. Hcp also prescribed 15 days course of prednisone. Patient reported that hcp informed him that cultures sent after knees drained showed elevated wbc's (white blood cells) but no infection. Patient reported current reaction after injection was "so much more pronounced." Referred to hcp for continued follow up and advised he might be contacted by us if further information needed. Patient mentioned he would see hcp tomorrow. Patient had a reaction this time, but did not realize it might be due to the affected lot. He initially thought it might be due to repeated injections corrective treatment: prednisone and ice and elevation of legs for swelling in his knees and pain in his knees; prednisone for drained about 30cc from left knee and 20cc from right knee/right knee a second time of about 30cc; not reported for rest events outcome: not recovered for pain in his knees and swelling in his knees; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for swelling in his knees, drained about 30cc from left knee and 20cc from right knee/right knee a second time of about 30cc, pain in his knees